Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection. The device was used for the purstring suture in the intestinal tract of the mouth side. The anvil was inserted into the cdh. The suture seemed a little loose but the surgeon determined that there was no problem. While firing the cdh, part of the purstring suture disengaged and the anastomosis was incomplete. The surgeon resected the unsuccessful anastomosis. He/she then snitched a ratchet of the device one step deeply and anastomosed again successfully. Additional tissue resection was necessary due to the product problem. Surgical time was extended by less than 30 minutes.